Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to screen display was observed and the device failed a test step during testing. The device's system board was replaced to address the issue. The device was returned unrepaired per customer request.